Event description:
Customer complains blood leak during treatment. Blood flow rate, 90 ml/min, tmp, 140 mhg. The blood loss was about 3-4ml. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.